Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was not reproduced. The alarm was confirmed through a review of the event history log and was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.